Event description:
It was reported that the helix would not retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and the distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically compressed, and a visual summary analysis of the lead indicated damage at implant. The lead was returned with the helix fully retracted and distorted inside the sleevehead /compressed, and the distal conductor distorted within the is-1 connector/ over-rotation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: device competitor (B)(6) 2012. (B)(4).